Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found leaking water from the bottom of the chamber during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber revealed one horizontal crack line near base flange was observed. Further testing showed that the rolled base thickness was found to be within specification. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. However our investigation indicates that the crack is most likely due to mechanical stress. The stress source is unknown. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure."